Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel during a stored atrial tachy response (atr) episode. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. In addition, there have been impedance issues, most recently an out of range ra impedance measurement was recorded. The impedance value is unknown at this time. The ra lead is a competitor product. Technical services (ts) discussed troubleshooting and programming options. The plan is to follow up in-clinic with their physician. No adverse patient effects were reported. The crt-d remains in-service at this time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the right atrial (ra) channel during a stored atrial tachy response (atr) episode. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. In addition, there have been impedance issues, most recently an out of range ra impedance measurement was recorded. The impedance value is unknown at this time. The ra lead is a competitor product. Technical services (ts) discussed troubleshooting and programming options. The plan is to follow up in-clinic with their physician. No adverse patient effects were reported. The crt-d remains in-service at this time. Additional information was received and this crt-d system had exhibited more frequent ra impedance fluctuations. During evaluation, intermittent atrial loss of capture was noted. In addition, spikes in right ventricular (rv) lead shock impedance were noted. This crt-d system remains in service. No adverse patient effects were reported.